Event description:
Piece of IV tubing broke off in blue lumen, line removed earlier than planned, additional slide clamps added to lumen. Unable to place dead end cap due to retained material. Green curos placed.